Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was showing an alarm message 'battery maintenance required ' on its display. There was no harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - (B)(6)), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: g2. Additional contact information: (B)(6). A getinge field service engineer(fse) has reported that the machine is showing an alarm message 'battery maintenance required ' on its display. Checked the machine and verified the battery voltages which are found ok. Performed battery maintenance test successfully through service diagnostics. Performed all safety and functional tests successfully.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) was showing an alarm message 'battery maintenance required ' on its display. There was no patient involved.